Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient post-mortem and is thus not available for return to the manufacturer. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Death, right heart failure and infection/sepsis are known potential complications that may be associated with use of this product, in patients with heart failure and in those with open access sites. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed right ventricular failure after having been transferred from the operating room on the day of vad-implantation. This was treated with an intra-aortic balloon pump (iabp) and with a cmag device for right-heart support. The site further reported that the patient had required continuous renal replacement therapy (crrt) for chronic kidney disease in the immediate pre-vad implantation period.  On (B)(6) 2017, the patient's medical team weaned the iabp and cmag devices. At this time, that patient was noted to still be received crrt.  They were unable to wean the patient from pressor support and he is reported to have shown signs of infection. Blood cultures proved to be positive for multiple organisms. Once the diagnosis of sepsis was confirmed, the patient's family requested transfer to hospice care. Since the patient was too unstable for transfer, support was withdrawn at the bedside and the patient expired from septic shock on (B)(6) 2017. The results of an autopsy, if performed, were not provided. No further information was provided.